Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting oversensing and pacing inhibition on the atrial and right ventricular (rv) channels which resulted in greater than two seconds of asystole. Fractures of both leads were suspected and a revision procedure was performed. The system was removed from service and replaced. No adverse patient effects were reported.